Manufacturer narrative:
The device was received by the manufacturer on december 12, 2016 and evaluated on december 19, 2016. The microtip was received with the needle separated from the horn; needle was not returned with the device for inspection. During visual inspection it was observed that the needle broke at the braze joint. Wear or damage to the needle section could not be verified as it was not returned; however, there was no indication of damage to the sheath. This indicates there was no side loading or contact with hard tissue. The failure is attributed to material fatigue. The device did cause/ contribute to the failure. This failure is being reported as intervention was required to remove the needle from the patient.

Event description:
Per the information provided, two (2) minutes into cutting in the shoulder the doctor noticed that the needle had broken at the base. He removed the needle and another microtip was used to complete the procedure. There was no injury or harm caused to the patient by the failure.